Event description:
It was reported that a clearlink vented nitroglycerin set had a hole. When the set was being primed with sodium acetate in normal saline, the solution was observed to spray out of a hole that was ¿close to the white section¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Investigation summary: baxter received one sample for evaluation; the sample was out of the pouch and primed. Visual inspection showed no obvious defects. Functional testing was performed by spiking the sample into an in-house 1000ml solution bag and re-priming. During the testing a leak was identified at the outlet of the top white bushing. Closer visual inspection showed that the bushing was crimped. The cause was determined to be due to operator error during assembly of the tubing related to the solvent application process. To address this cause, a retraining of all operators manually performing this step will be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.